Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. This caused a leak within the complete fluid path. It could not be determined when this damage occurred. This damage cannot be confirmed as the cause of the reported leaking during wear event. The data showed no struggle to deliver insulin during the pod operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 4 and 24 hours on the arm. No information was provided on how the hyperglycemia was treated.